Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) sealant was oozing out of groin.. There was no reported patient injury. The product is available for return. There were no damages or anomalies noted when the device was removed from the package. The did prep normally. The deployer is certifed on the mynx devices.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant was oozing out of groin. There was no reported patient injury. There were no damages or anomalies noted when the device was removed from the package. The device was prepped according to the instruction for use. It was unknown if there was a prior pta, stent, or vascular graft at the access site. The deployer is certified on the use of mynx devices. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle disengaged from the black handle. The procedural sheath, the sealant and the advancer tube were not returned for evaluation. It was reported that the sealant was oozing out of the groin which indicated that the reported event occurred after a complete deployment of the sealant. However, the sealant sleeve was observed not fully pulled back against the green shuttle hub, approximately 3.5 inches from the shuttle¿s distal tip. The condition of the sealant sleeve indicates an incomplete retraction of the procedural sheath during sealant unsheathing step. There was dried solution of contrast in saline residue observed in the inflation tube and the balloon. No other obvious visual damages were observed on the returned device. Without the return of a whole device, a functional testing on the returned device to determine if any damages to the advancer tube may have contributed to the reported event could not be performed. Multiple attempts to inflate the balloon of the returned device with water were exhausted due to the device lumen being clogged by the dried solution contrast in saline. Visual inspection at high magnification found that there was no tear or leak in the balloon of the returned device as there was some air trapped in the balloon and kept the pressure somewhat maintained. Review of lot f1708906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant was oozing out of groin. There was no reported patient injury. There were no damages or anomalies noted when the device was removed from the package. The device was prepped according to the instruction for use. It was unknown if there was a prior pta, stent, or vascular graft at the access site. The deployer is certified on the use of mynx devices. The product was not returned for analysis. Review of lot f1700302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.